Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after a device change-out and av node ablation a nurse clinician was doing predischarge testing. Reportedly the right atrial (ra) lead and right ventricular (rv) lead capture tests were done without issue. However, while doing the left ventricular (lv) lead capture threshold test, the screen froze and the clinician was unable to stop the test. The clinician did not notice any telemetry lights, drop-outs, or dialog boxes. The end test button was pushed, and when the test continued it was pushed again several times. The patient had a syncopal event when capture was lost. The clinician was using the wand only, and the mics antenna was not connected. The programmer was being returned. The device system remains in service.